Manufacturer narrative:
(B)(4). Customer returned pump for an alleged prime/fill anomaly (slow deliveries) and cosmetic damage (damaged belt clip rails) found on 07/27/2021. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No unexpected prime/fill anomaly alarms noted during testing. Successfully downloaded history files and traces using thus. No confirmed prime/fill anomaly alarms in the pump downloaded history. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Force sensor zero offset within specification (22.8mv). The following were noted during visual inspection: cracked retainer, faded serial number label, pillowing keypad overlay, cracked keypad overlay, and cracked case above arrow and battery icon. In summary, pump passed required testing. Customer allegation for cosmetic damage (damaged belt clip rails) was not confirmed during visual inspection, however, other cosmetic damage was noted. Customer alleged for prime/fill anomaly was not confirmed. . Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump clip broke off. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged prime/fill anomaly and cosmetic damage. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, active current measurement test, and occlusion test. No prime/fill anomaly alarm or delivery anomaly noted during testing. Successfully downloaded history files and traces using thus software. Insulin pump was cut open to perform visual inspection and found evidence of moisture ingress on the force sensor assembly noted. Force sensor zero offset tested within specification. In summary, the pump was received with cracked case (battery tube). Prime/fill anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.